Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 250 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: bgs elevated unexpectedly. Document treatment for high bg: took an injection. The event involved product(s) mmt-332a, mmt-1880l, mmt-399a.troubleshooting was performed for the event. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to test pump. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-399a.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump was received with a missing battery cap contact. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0874 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 7.7 units of normal bolus was delivered on (B)(6) 2024 between 01:42:00.000 and 18:07:47.000. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Force sensor zero offset within specification with 23.2 mv. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (serial number label stained and fading). Pump passed functional testing and no under delivery anomalies noted during testing. Possible under anomaly was not confirmed. Unable to confirm high bg's. Missing battery cap contact was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.